Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the batteries in the insulin pump need to be changed frequently and had a blank display. The customer indicated that after new batteries were installed, the pump shut down. The customer also voiced concern regarding unexplained high blood glucose levels of 417 mg/dl and had a hospital visit for diabetic ketoacidosis. Troubleshooting found that the display screen returned to the pump and advised customer that a new battery cap would be sent.